Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized and shifted to intensive care unit on (B)(6) 2025 due to hyperglycemia. The hyperglycemia event occurred due to bent cannula of infusion set. The blood glucose level was 371 mg/dl at the time of event. The patient was still in the hospital. No further information available.